Manufacturer narrative:
H6: investigation summary customer returned an image of the 31gx8mm bd syringe. The customer reported that prior to drawing up medication, when the customer went to uncap it, the needle was bent and snapped off. The photo was examined, and it was observed that the cannula appears to be broken, but a root cause could not be determined based on the photo alone. No DHR review can be carried out as lot number is unknown. Embecta was unable to duplicate or confirm the customer¿s indicated failure of breaks off during use. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported that 2 bd ultra-fine¿ ii short needles insulin syringes experienced cannula breakage. The following information was provided by the initial reporter: it was reported that prior to drawing up medication, when the customer went to uncap it the needle was bent and snapped off. This happened twice.

Event description:
It was reported that 2 bd ultra-fine¿ ii short needles insulin syringes experienced cannula breakage. The following information was provided by the initial reporter: it was reported that prior to drawing up medication, when the customer went to uncap it the needle was bent and snapped off. This happened twice.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.